Manufacturer narrative:
Additional information from investigation results confirmed that an unknown abutment screw had fractured. Fractured screw piece was found within the implant drive feature. Additionally, the abutment loosening noted by the customer was likely a consequence of the fractured abutment screw. Please find product complaint evaluation results below. One unknown abutment screw and one osseotite® tapered certain® implant 5 x 10mm (xifnt510) were returned for investigation. Visual evaluation of the as returned products identified screw fragment in the implant¿s drive feature (which was damaged) and bone residue around the external threads due to usage. Functional testing to recreate the reported event could not be performed because the implant¿s drive feature was damaged and contained a screw fragment. Pre-existing condition noted on the per was moderate bone density type ii. The devices had been placed on tooth #14 for approximately 3 years. X-ray or picture images were not provided. DHR review for the lot (2014010329) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (2014010329) for similar events and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did occur (the implant's drive feature was damaged and the abutment screw was fractured). Additionally, the reported "damaged drive feature" event was confirmed but the "loosening" event was non verifiable. Furthermore, an unreported "screw fracture" event was identified during the investigation as a screw fragment was found in the implant drive feature. The following sections have been updated: b4: date of this report, d4: unique identifier (UDI) number, d4: expiration date, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h3: device evaluated by manufacturer, h6: entered evaluation codes, h10: added manufacturer narrative.

Event description:
Additional information from investigation results confirmed that an unknown abutment screw had fractured. Fractured screw piece was found within the implant drive feature.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided.

Event description:
It was reported that there was an issue with the implant (xifnt510) internal connection. Abutment had loosened. No x-rays or further steps were taken to confirm implant malfunction. However, doctor decided to remove the implant. Tooth location 14.